Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during the hysterectomy. An error occurred when the doctor was cutting the ligament of the patient. In the procedure, part of the probe tip was broken and fell off into the patient¿s body. The doctor replaced it with a spare one but the same event occurred. The doctor retrieved the broken parts (for two devices) later. The doctor completed the procedure with the third device. No patient injury was reported. This is the report for the second one of the two devices.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not evaluate the referenced device. The manufacturing history was reviewed, with no irregularities noted. Omsc could not determine the root cause conclusively. This type of the error and the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe damage might be caused by excessive load applied to the probe due to activation while the probe was contacted with something hard, or the user held hard tissue and twisted the subject device. There is a possibility that the error occurred due to the excessive load. The instruction manual of the device has already warned as follows: do not activating the probe with any hard objects (e.g., metal clips, uterine manipulators, or other instruments), and do not grasp any metal objects when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, and this may lead to damage or detachment. Do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity. Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound.